Manufacturer narrative:
The device passed all tests and was operating within manufacture specifications for all parameters. Evaluated by third party.

Event description:
It was alleged that the blanket felt too warm to the touch according to clinical staff. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device not returned.

Event description:
It was alleged that the blanket felt too warm to the touch according to clinical staff. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.